Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an audio tone/vibration (quiet sounds) issue. Reportedly, the pump¿s audible tones were barely detectable. The reporter confirmed that the pump¿s vibratory features were functioning appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/15/2014 with the following findings: the pump powered on with functional vibratory features, but no audible sounds. The pump¿s cover was removed, and investigation revealed an intermittent piezo-pcb contact due to a piezo contact alignment failure. The piezo contacts were realigned, and the pump then was able to power on with functional auditory features. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.